Manufacturer narrative:
(B)(4). Concomitant medical products: finn modular tibial stem, cat#: 154085, lot#: 926600; intramedullary plug, cat#: 130611, lot#: 612600; finn modular tibial stem, cat#: 153815, lot#: 352710; finn modular resurfacing femoral, cat#: 153801, lot#: 274460; finn femoral bushing, cat#: 153852, lot#: 218720; finn locking pin, cat#: 153861, lot#: 182930; finn tibial bushing, cat#: 153851, lot#: 606870; finn axle, cat#: 153872, lot#: 663520; finn modular tibial bushing, cat#: 153982, lot#: 940040; finn reinforced yoke, cat#: 153865, lot#: 949890. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07408, 0001825034-2017-07409, 0001825034-2017-07410, 0001825034-2017-07412, 0001825034-2017-07413, 0001825034-2017-07414, 0001825034-2017-07415, 0001825034-2017-07416, 0001825034-2017-07417, 0001825034-2017-07418. Remains implanted.

Event description:
It was reported that the patient had undergone an irrigation and debridement due to drainage and fluid collection. Necrosis was also noted during the debridement. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.